Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that a routine follow up was performed and a battery depletion alert was triggered. This device remains implanted to date. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that a routine follow up was performed and a battery depletion alert was triggered. This device remains implanted to date. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that a routine follow up was performed and a battery depletion alert was triggered. This device was subsequently explanted and returned. No additional adverse patient effects were reported.

Event description:
It was reported that a routine follow up was performed and a battery depletion alert was triggered. This device was subsequently explanted and expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Should the device be returned analysis will be conducted and this investigation will be updated.

Event description:
It was reported that a routine follow up was performed and a battery depletion alert was triggered. This device was subsequently explanted and expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the explant date.